Manufacturer narrative:
(B)(4).

Event description:
On 04aug2017 during a search of the maude database, the following medwatch # mw5071086; a reporter provided the following information regarding a patient (pt) event while wearing an unknown acuvue brand contact lens: ¿pt slept in contact lenses resulting in corneal ulcer that eventually perforated. Required a tectonic penetrating keratoplasty. Diagnosis or reason for use: refractive error. Event abated after use stopped or dose reduced: no¿. No contact information was provided by the initial reporter, unable to obtain any additional medical information. It is unknown which was the affected eye. The lot number and availability of the suspect product is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.